Manufacturer narrative:
The reason for this revision surgery was identified as instability after 3.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product; one of the two biological indicators included in sterility run (B)(6) resulted in a positive, the parts were reworked. A review of the product complaint report history shows this is the third complaint for this part number: one due to infection, one for stability, and one for the screw being backed out. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability.